Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The needle and suture were examined for attribute defects and no defects were found. The insertion end of the suture was measured and it was found that the suture did not have sufficient insertion. The assignable cause is a short insertion. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2014 and suture was used. When removing the suture from the relay tray, the suture broke away from the needle under very minimal tension. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.